Manufacturer narrative:
The patient experienced infection on 2011 which is reported under MFR report 2916596-2019-00961.

Event description:
Additional information on (B)(6) 2019: it was reported that the patient had an infection on 2011. Upon admission, culture was obtained and found to have methicillin-susceptible staphylococcus aureus (mssa). CT of the chest was obtained showing subcutaneous soft tissue thickening along the driveline, but no drainable fluid collections. The patient was initially doxycycline and transitioned to vancymycin and cefepime. The infection at the driveline site was resistant to tetracycline. The patient was in consideration for tmp/smx therapy but was elected to be given cephalexin in consideration for dofetelide and wafarin. The patient was discharged.

Manufacturer narrative:
Approximate age of device ¿ 8 years, 6 months and 5 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was directly admitted to the telemetry floor for drainage and pain from the percutaneous lead (driveline) exit site. Additional information was requested but has not been provided.